Event description:
It was reported that the implantable neurostimulator (ins) had ate through the skin. It was noted that the second ins ate through her skin two years after having it implanted. The patient had lost weight and it almost worked its way out, they went to a neurosurgeon and they put in a new smaller device. The ins was helping with the pain and she had also had 5 back surgeries since 1994. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).